Event description:
It was reported that bd alaris secondary set had flow issues. The following information was received by the initial reporter with the verbatim: she has it set up appropriately with the primary being lowered, with the air port(these are glass secondary meds) and clamps open and the connection insecure. She has not had an opportunity to try it with a non-glass secondary. It's the b braun v1921 secondary IV set, and this is the third time in a couple of days she's noticed the issue. She has had to kink off the primary tubing to get the secondary to run, and ended up bolusing a small amount of the IV fluid instead of giving the secondary with the of this issue. Not a problem this time but could be if primary set was a different fluid. We just experienced the same issue with the new tubing - ms3500-15. The secondary tubing was set up appropriately, but the pump was still pulling from the primary bag. It was with a glass bottle again and the vent was open, all clamps were open. The patient was bolused a small amount of the primary fluid and did not receive the secondary medication until the problem was identified.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.